Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture on the left side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed.

Event description:
It was reported that a patient underwent an initial knee procedure and during trialing the device fractured. No harm to patient was reported. It was reported that all the fractured parts were returned. No adverse events have been reported as a result of the malfunction.